Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to low readings and also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she experienced high blood glucose of 50 mg/dl; treated with food. Customer reported that she was having consistent sensor errors, calibration errors and change sensors alerts. Customer removed the sensor and the cannula was bent. Nothing further reported.